Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A manufacturer representative reported that after pulling the patient's device out of overdischarge and clearing the power on reset (por) on (B)(6) 2015 all electrodes except for 8 and 15 were high. The patient did not note any falls or trauma. The patient was unable to feel any stimulation at 8v. Before the overdischarge the patient could feel stimulation at 2v and everything was functioning normally with good coverage. The patient was indicated for spinal pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information from the device manufacturer's representative (rep) stated he had no further information to report at this time. Additional information received from the rep stated they replaced the whole system on (B)(6) 2016, the implantable neurostimulator (ins) and the leads. The rep stated the old lead had migrated and broke. The rep will send in the ins for analysis. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 97792, explanted: (B)(6) 2016, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. See related mfg. Report nos. 3004209178-2016-00141, 3004209178-2015-24029, and 6000153-2016-00026.

Event description:
Additional information received from the representative reported the battery had depleted and the patient recovered with sequela.

Manufacturer narrative:
Information in the supplemental has previously been submitted under the manufacturer¿s report number 3004209178-2016-00141. Analysis of the lead found that the all wires were broken 16.8 centimeters from the distal end of the lead. Information references the main component of the system and other applicable components are: product ID: 97792, serial# unknown, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information in the supplemental has previously been submitted under the manufacturer's report number 3004209178-2016-00141. Information was received from a patient and manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain and radicular pain syndrome (radiculopathies). It was reported that there was an alleged overdischarge. A physician mode restart was performed on (B)(6) 2016 and the patient charged the device. The manufacturer representative was able to clear the power on reset error on (B)(6) 2015. All electrodes except for 8 and 15 were high starting on (B)(6) 2015. The patient denied any falls or trauma. The patient was unable to feel any stimulation at 8 volts on (B)(6) 2015. Before the overdischarge, the patient reported feeling stimulation at 2 volts and everything was functioning normally. The patient reported that it was "good coverage though". The reason that recharging was not maintained was non-compliance, and the patient reported a lack of training. The patient had "got behind on charging." This statement was clarified as the patient said that she charged once a week the every other week and then would put it off. The last time that the patient got telemetry was unknown. The patient reported on (B)(6) 2016 that starting in (B)(6) of 2015; the stimulator malfunctioned and quit working. The patient was not able to get a full charge and it took longer to charge. The stimulation was cutting out and sporadic. The patient had an x-ray and it looked fine. The whole system (ins and leads) was replaced on (B)(6) 2016. The old lead had migrated and broke. The device was replaced sooner than expected. The implantable neurostimulator had a depleted battery, the leadswere broken, and the patient recovered with sequela.

Manufacturer narrative:
Analysis of the lead determined that all wires were broken 16.8 centimeters from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.